Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 25 mg/dl. The customer reported no additional information. Although multiple attempts were made to contact the customer, the customer had not replied.